Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device has been scrapped.

Manufacturer narrative:
Become aware date updated to reflect date provided for device evaluation.